Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you describe the surgeon initial technique with stratafix symmetric tab? ¿according to IFU. Was there any anomaly or issue with the device/ fixation tab prior to use? ¿no, there wasn¿t. What tissue was the stratafix symmetric suture used on? ¿abdominal fascia. What was the condition of the tissue (normal, diseased, weakened)? ¿no information. Was the fixation tab intact when the suture was placed in the patient? ¿yes, it was. Was there any predisposing factor prior to the event (cough, fall, etc)? ¿no information. What is the surgeon opinion as to relationship of the stratafix suture and the patient hernia? ¿it is supposed that the fixation tab broke off, then, the end of the suture (tab side) became loose and the wound became open. Can you describe the appearance of the suture during the second procedure? ¿the fixation tab had been broken off. What was used to repair the incisional hernia? ¿no information. What are the patient gender, weight and bmi? ¿no information. What was used to close the patient fascia during second procedure? ¿no information. What is the current condition of the patient? ¿as of (B)(6) the patient was in the hospital. The postoperative course was stable, and he/she was recovering smoothly. No further information has been provided since then.

Event description:
It was reported that the patient underwent an open bowel surgical procedure on (B)(6) 2017 and the barbed suture was used continuous to close the vertical incision on the abdominal fascia. Two-three days after the procedure, the patient experienced an abdominal incision hernia and the patient underwent a re-operation to repair the abdominal incision hernia under general anesthesia. It was also observed that the fixation tab had been broken off, the lower side of the suture became loose and the wound became open. The postoperative course is stable, and the patient is recovering smoothly. The surgeon opined that there is a possibility that his way of initiation technique was not proper. It was also reported that the patient is in the hospital as of (B)(6) 2017.